Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to corroded motor home switch. The insulin pump was received with corroded electronic assemblies. The insulin pump was received with peeling serial number label, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error. The patient's blood glucose at the time of incident is unknown. The caller did not recall any significant events leading up to the alarm. The insulin pump will be returned for analysis.